Manufacturer narrative:
(B)(4).

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. Failure analysis found arc marks on the device can. Further evaluation of the arc mark indicated the presence of lead material. The device was tested on the bench and no anomalies were noted. The damage found is consistent with that caused by a lead anomaly.